Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: use error.

Event description:
Healthcare professional reported via device tracking device opened & discarded/destroyed was noted as ¿suture rupture.¿ not implanted.